Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Customer's blood glucose was 50 mg/dl. Customer was treated with food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode was active at the time of incident. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. It was stated that the insulin pump had stuck button alarm. The insulin pump will not be returned for analysis.